Event description:
A resolute integrity 3.50 x 30 mm drug eluting stent was deployed in the mid lad vessel with no issues reported. The stent was used approximately 120 days past it expiry date. The device was inspected prior to use with no issues noted. No patient clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: shelf life exceeded (resolute integrity stent was implanted approximately 120 days post the labeled expiry date). Failure to follow instructions (the resolute integrity instructions for use (IFU) states ¿ use by the use by date noted on the package). No results available since no evaluation performed. Device not retuned for evaluation. Evaluation conclusion: failure to follow instructions the resolute integrity instructions for use (IFU) states ¿store in the original container. Use by the use by date noted on the package. No device failure. User error contributed to event (the device was implanted approximately 120 days post the labeled expiry date). (B)(4).

Event description:
The patient's current status is reported as o.k.